Event description:
It was reported that a user of the ilet insulin pump experienced blood glucose fluctuations with readings in the 70¿80 mg/dl range and perceived these as unsafe, leading to a request to return the pump for credit after approximately six weeks of use and training. Symptoms included shakiness consistent with hypoglycemia. The user had a documented blood glucose of 77 mg/dl at the time of the call. Outcomes included user-initiated treatment with oral glucose and a decision to discontinue pump therapy and revert to backup therapy, without hospitalization or medical intervention beyond self-treatment and clinician counseling. Investigation included a review of the complaint details, user reports, and return authorization process. Investigation of this case revealed no reported device alarms or malfunctions and no device component issues, with the event characterized as hypoglycemia of unclear cause during routine use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.